Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter to request more information about the event, which fiber had been used, the severity of the staff burn; despite reasonable attempts (5) by phone and email, no other information was received other than the initial report a lumenis service engineer visited the site one day after the reported event, and confirmed that the customer blew the fiber and damaged the blastshield during a case. After the engineer spoke with the nurses and biomed at the facility, it was revealed that the staff does not know how to check the fiber and blastshield, nor do they know where the blastshield is. The service engineer asked about how the nurse got burned, and it was discovered that the fiber had physical damage, but the facility installed it and fired it anyway. After firing the laser, energy leaked out of the damaged part of the fiber and burned the nurse. An examination of the subject device by the lumenis service engineer concluded the device operated to manufacturer's specifications. Subject device malfunction is not the suspected root cause of the event reported. A review of subject device labeling stated the following: "warning: when using a fiber optic delivery device, always inspect the fiber optic cable to ensure that it has not been kinked, punctured, fractured, or otherwise damaged. A damaged fiber optic cable may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room". As the severity of the burns was not confirmed, lumenis cannot rule out that a serious injury had occurred. In an abundance of caution, lumenis is reporting this as an adverse event. As device malfunction is not suspected to be the cause of the event, lumenis concluded that failure to follow subject device IFU to be the root cause of the event reported. Should new information become available the complaint file will be reopened and updated accordingly..

Event description:
A user facility reported that while using their lumenis p120 laser system during a case, "a loud bang was heard" and a staff member had been burned by the fiber. No report of patient injury was received.